Event description:
Customer reports receiving five potential false negative results on (B)(6)2022. (B)(6)2022, (B)(6)2022 and (B)(6)2022 when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result obtained on (B)(6)2022. See related cases for alternate false negative results. Customer reports receiving a false negative result on (B)(6)2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19860d, reader sn(B)(4)). A cue covid-19 test performed on (B)(6)2022 provided a positive result. On an unknown date, customer tested positive with a confirmatory pcr. Customer experienced mild symptoms and was in contact with someone with covid-19.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.